Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6) and the reported events could not be conclusively established through this evaluation. It was communicated that an autopsy was not preformed, and the device was not explanted for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events that may be associated with the use of the heartmate 3 lvas, including stroke, infection, renal dysfunction, and death. The IFU and several sections of the patient handbook include information for caring for the driveline exit site as well as information regarding how to prevent and control infection. Section 6 of the IFU, ¿patient care and management¿, provides information regarding anticoagulation, including the recommended inr (international normalized ratio) values. Additionally, this section lists infection as a potential late postimplant complication. No further information provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient experienced a cerebral hemorrhage, infection, and renal failure. The patient was admitted on (B)(6) 2024 with fevers and an increased white blood cell count, and blood cultures found klebiella/serratia bacteremia. The infection was treated with intravenous antibiotics. The cerebral hemorrhage was confirmed through a computed tomography (CT) scan and anticoagulation medications were stopped. The patient's blood urea nitrogen (bun)/creatinine ratio started to rise on (B)(6) 2024. The renal dysfunction was found through a comprehensive metabolic panel (cmp). The ventricular assist device (vad) was decommissioned on (B)(6) 2024, and the patient passed away on (B)(6) 2024 in the morning. The vad was functioning as intended. No product would be returning.